Event description:
Complainant called to report that has problems with their jazzy wheelchair. The first wheelchair, which was purchased in 1999, stated that the hook kept coming apart. The hook is used in connection with the hoist that lifts them. On several occasions the hood drop causing bruising to their small toenail. This was 1100 series wheelchair. Their second wheelchair, the complainant found that the batteries remained dead despite charging. The complainant said that there was an improvement from the initial wheelchair and the hook. The second wheelchair did not have the hook problem.